Event description:
A nurse reported phacoemulsification tip bent during calibration. The product was replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-41764.

Manufacturer narrative:
The lot number and product has been updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4. And d.9. The sample has been received and in-house evaluation is in progress. Lot number has been updated. The manufacturer internal reference number is: (B)(4).